Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by component failure. The cause of the damage is considered to be overloading and deterioration over time. However, a root cause of broken beak could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The inner sheath was returned to the service center with a report of screw in ring fixation part broke off midway. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, broken beak was found. There was no patient involvement.